Manufacturer narrative:
(B)(4). Conclusion: a review of the device history record (DHR) was performed and found no issues or non-conformances. Visual analysis of the returned coil revealed significant stretching of the coil. The pgla suture is present but is bunched in 3 to 4 locations and appeared to be dark grey indicative of degradation as the suture is characteristically bright purple in color. The coil was then sent to an external laboratory for analysis. Fourier transform infrared (ftir) analysis confirmed that only moisture and degraded pgla suture was present. As the defects were suspected to be due to an increased level of moisture, analysis of post-sterilization drying times was analyzed and found that failing oven runs (oven runs which were wet containing >4% water content) were all associated with one product builder. Therefore, the root cause of the degraded suture was determined to be manufacturing.

Event description:
Analysis of the returned device found the polyglycolic-lactic acid (pgla) suture on the coil had prematurely degraded. There was no patient involvement.